Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Insulin pump received with cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 436 mg/dl at the time of incident and current blood glucose level was 237 mg/dl. Customer also stated that the insulin pump had motor error and there was crack at top left corner of the screen. It was also stated that there was no damaged on reservoir lip ring. Customer declined troubleshooting for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.